Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m 28mm 5 hip femoral head; pinnacle mtl ins neut28idx48od hip acetabular liner; unknown hip acetabular cup; summit por taper sz3 std off hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation papers allege: severe pain and discomfort in her hip and lower back, weakness, muscle cramps, and difficulty conducting activities of daily living. Update due to the receipt of ppf alleged elevated metal ions. Doi: (B)(6) 2007 - dor: not reported (right hip).